Manufacturer narrative:
The plaque continues to show significant stenosis of the posterior division, but flow does not appear to be significantly retarded. The previously occluded superior branch does not appear to have any significant stenosis. An mr was performed the day after the procedure which showed multiple late subacute right middle cerebral artery distribution infarctions, primarily involving the anterior division. Patient passed away due to complications of recent cerebrovascular accident 1 month after the initial procedure. This may or may not be attributable to the devices and needs further investigation as there appears to read that a combination of stenting and bolus of platelet aggregation inhibitors. Other products used in procedure - 5 french dav diagnostic catheter, reopro, merci 8 french balloon tipped guiding catheter, microguidewire, navien 0.58 guiding catheter, reopro bolus. Concomitant medications 3000 units heparin, plavix, reopro (abciximab), eventually coumadin, aspirin, atorvastatin therapy, lisinopril, bactrim ds, -blood cxngtd, digoxin, -cont asa, stain, acei, -cont aricept, -cont zoloft, jefvity 55cc/hr. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler plus micro catheter (details unknown); enterprise (enf452200/(B)(4)); 5 french dav diagnostic catheter, reopro, merci 8 french balloon tipped guiding catheter, microguidewire, navien 0.58 guiding catheter, reopro bolus (details unk) this is 1 of 2 reports associated with (B)(4). (B)(4)

Manufacturer narrative:
Information was received reporting that the patient passed away due to complications of a cerebrovascular accident 1 month after off-label use of 2 enterprise vrd to treat a cerebral artery occlusion. The first enterprise (enf452200/10332826) was used to restore flow in a superior m2 branch which was occluded with hard embolus. Flow was restored to the occluded area; however, it resulted in migration of plaque with occlusion of the posterior m2 segment. A second enterprise (enf452200/10306247) was then implanted with restoration of flow to both branches. Prior to the procedure, the patient was transferred emergently to the hospital with right mca syndrome, having initially been found with a left facial droop and left upper extremity weakness, progressing to complete left hemiplegia. CT angiogram demonstrated a calcific filling defect in the right middle cerebral artery at the bifurcation. It completely occluded the superior branch m2 branch and almost completely occluded the posterior m2 branch. An attempt was made to perform thrombectomy with the solitaire clot retrieval system. However, the very hard embolus (calcific plaque) could not be ensnared by the retrieval device, and no improvement was identified. At this point, it was felt that thrombectomy would not be an option. Therefore, a prowler plus microcatheter was advanced across the occluded segment of the superior division. An enterprise (enf452200/10332826) stent was placed across the lesion. The stent was deployed, and this restored flow immediately to the previously occluded branch. However, this resulted in migration of the plaque to a point where it completely occluded the posterior m2 segment. A wire was carefully manipulated past this occlusion into the posterior segment. The prowler plus microcatheter was advanced past the plaque and a second enterprise 4.5mm x 22mm stent (enf452200/10306247) was deployed. After deployment of the second stent a control angiogram showed restoration of the flow to both m2 branches. The plaque continued to show significant stenosis of the posterior division, but flow did not appear to be significantly retarded. The previously occluded superior branch did not appear to have any significant stenosis. An mr was performed the day after the procedure which showed multiple late subacute right middle cerebral artery distribution infarctions, primarily involving the anterior division. The patient was transferred to a long term care facility and passed away due to complications of recent cerebrovascular accident 1 month after the initial procedure. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10332826. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10306247. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise stents remain implanted. The enterprise vrd which is indicated for use with embolic coils for embolization of wide necked aneurysms was used off-label to treat a hard embolus. The characteristics and location of the lesion being treated and possibly the size and positioning of the enterprise are factors that may have contributed to the movement of the plaque with placement of the first enterprise vrd. Embolism and stroke are known potential adverse events that may be associated with the use of the enterprise vrd or the procedures they are used in as outlined in the instructions for use. It was reported that the patient succumbed to the stroke which was not related to the stenting procedure. However, the relationship to the death to the implanted enterprise vrds cannot be definitively determined. There is no indication of any issues related to device performance with the patient¿s baseline stroke and comorbidities impacting the event. Therefore, no corrective actions will be taken. This is 1 of 2 reports associated with (B)(4).

Event description:
Patient passed away due to complications of a cerebrovascular accident 1 month after off-label use of an enterprise vrd (enf452200/(B)(4)) to restore flow in a superior m2 branch which was occluded with hard embolus, flow was restored to the occluded area; however, it resulted in migration of plaque with occlusion of the posterior m2 segment. A second enterprise (enf452200/(B)(4)) was then implanted with restoration of flow to both branches. The patient was transferred emergently to the hospital with right mca syndrome, having initially been found with a left facial droop and left upper extremity weakness, progressing to complete left hemiplegia. CT angiogram demonstrated a calcific filling defect in the right middle cerebral artery at the bifurcation. It completely occluded the superior branch m2 branch and almost completely occluded the posterior m2 branch. An attempt was made to perform thrombectomy with the solitaire clot retrieval system. However, the very hard embolus (calcific plaque) could not be ensnared by the retrieval device, and no improvement was identified. At this point, it was felt that thrombectomy would not be an option. Therefore, a prowler plus microcatheter was advanced across the occluded segment of the superior division. An enterprise (enf452200/(B)(4)) stent was placed across the lesion. The stent was deployed, and this restored flow immediately to the previously occluded branch. However, this resulted in migration of the plaque to a point where it completely occluded the posterior m2 segment. A wire was carefully manipulated past this occlusion into the posterior segment. The prowler plus microcatheter was advanced past the plaque and a second enterprise 4.5mm x 22mm stent (enf452200/(B)(4)) was deployed. After deployment of the second stent a control angiogram showed restoration of the flow to both m2 branches.